Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 20 months ago. Aneurysm morphology at the time of implant was not reported. The iliac arteries were non-calcified, non-tortuous measured 14 mm in diameter. It was reported that the bifurcated stent graft/ipsilateral was implanted on the right side of the pt. Due to disease progression and dilatation of the right iliac from 14 mm to 17 mm in diameter, a distal type 1 endoleak was noted. A talent iliac stent graft was implanted on the right side to extend the ipsilateral side down to the level of the hypogastric artery and this resolved the endoleak. No additional information was provided and no additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required intervention) - evaluation results: (endoleak). (Dilated iliac artery).